Event description:
4/3/97 at 2100 pt found between siderails and mattress with locked safety belt intact. Pt was momentarily unresponsive with stable vital signs and blood sugar. Physician notified. On 4/4/97 at 0358 pt found with lower extremities between lower siderails and chest between mattress and upper side. Rails with gasping respiratory pattern and rate of 5, ashen color. Code called and pt ambubagged, intubated and transferred to ICU. Maintained pulse with normal sinus rythm entire time. In ICU found to have possible aspiration pneumonia and mechanically ventilated.